Event description:
Customer complaint reported as: "didn't stay locked in place, light flickering." No patient harm reported.

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to rusch equiplite single use metal blade mill 00 section d.4.-catalog# corrected to 004650010 the sample was received and returned to the manufacturing site for evaluation. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that during inspection of the blade no flickering was encountered. The light was glowing uninterruptedly and the blade was stable in the handle after engagement. The manufacturer reports it was suspected that there might be some wear that has occurred at the engaging point in the handle which resulted in the issue stated by customer.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "didn't stay locked in place, light flickering." No patient harm reported.